Manufacturer narrative:
Mentor has received a different device than what was originally reported for this event, and multiple follow-up attempts were made to obtain clarification. However, no response was provided. We will treat the device returned as the complaint device, and updates have been made to d4 lot, d4 expiration date and h4 device manufacture date accordingly. We are aware of the discrepancy between the new manufacturing date of the device and the reported date of implantation. Our initially reported data will stand until a response is received from the patient. On 23/jul/2021, the device evaluation was completed. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that implant had a tear at the juncture between the shell and patch. Microscopic examination was performed and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (painful and hard breasts) and bilateral breast implant ruptures, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 7680426 sn: (B)(4) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9525912 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 21, 2021, mentor received additional information indicating the following: the implant ruptures were discovered during the revision surgery, the capsular contractures the patient experienced were baker grade IV, and the patient also underwent bilateral capsulectomies on (B)(6) 2021. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.